Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden decrease in r-wave sensing was observed. Numerous recent non-sustained ventricular oversensing episodes were also seen, oversensing both p-waves and r-waves. Lead dislodgement was noted. Lead was explanted and replaced with a competitor lead. Patient was well post-procedure.